Event description:
It was reported that the customer dropped the insulin pump on the floor and the drive support cap appears to be damaged and sticking out. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump was received in with a protruded drive support disk. Cracks to the battery tube threads, reservoir tube, reservoir tube lip, reservoir tube window and damages to the display window also noted.